Manufacturer narrative:
B5 - per email response the "replacement lens was implanted horizontally". Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the lens haptic bent. Dimensional inspection found the lens to within specifications. Claim #(B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -09.50/+1.0/032 (sphere/cylinder/axis) (implanted vertically), in the patients left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2023 due to low vaulting. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.